Event description:
Per the clinic, the patient experienced pain with stimulation and poor sound quality. Reprogramming attempts were made; however, the issue could not be resolved. Subsequently, the device was explanted on (B)(6) 2026 and was reimplanted with a new device during the same surgery.